Event description:
The user is reported as only using this shower chair when he is feeling weak - he leaned back on the back of the chair, with the legs still touching the ground, and the back broke off - the legs splayed out, causing the user to almost fall. The user's wife caught him before he fell, but he did twist his back. The user has not sought after medical treatment, but has had to use a tens unit because he is sore. The user is reported as being between (B)(6) pounds. The user is also reported as having been supervised or assisted at the time of the malfunction, the malfunction occurring on a porcelain surface. Regular weekly maintenance is reported as not occurring on this device, as the device is not used very often (it is owned by the user). The device involved with this event was returned to and evaluated by compass health brands on 8/7/2017. The customer's complaint could be confirmed from a review of the returned device. The returned unit was found to have both of its back frame tubing cracked where the pre-drilled holes are for the hand screws to go through - this cracking/breakage resulted in the backrest to become detached from the rest of the seat.